Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that imaging obtained immediately after deep electrode placement suggested a mild epidural hematoma, and the patient was managed with observation. During the procedure, the electrode inserted into the insula on the second trajectory was replaced after a break in the electrode wire was confirmed, and the physician indicated that the replacement may have contributed to the hematoma. A follow-up CT scan obtained approximately several hours later showed no enlargement of the hematoma, and the patient remained conscious. The patient was monitored without therapeutic intervention. Attempts have been made and no further information has been provided.